Manufacturer narrative:
Boston scientific technical services (ts) reviewed data sent in for analysis and confirmed there have been abrupt increases in the rv pacing impedance since (B)(6) 2017. There was no evidence of any stored episodes indicating noise. The bi-ventricular pacing percent was consistent at around 100% percent. Ts discussed performing additional aggressive patient testing at routine follow-up appointments. Remote monitoring was also recommended to further watch the issue. No further action is planned to be taken at this time.

Event description:
Boston scientific received information that during a routine follow-up this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high pacing impedance measurements greater than 2,000 ohms. Isometrics and pocket manipulations were performed and no noise or impedance changes were able to be reproduced. The rv pacing impedance measurements were stable at 420 ohms. Pacing thresholds measurements and intrinsic sensing were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the threshold measurements had increased.